Event description:
It was reported, the patient had not charged her ipg in over a year, and she consequently lost stimulation. The patient plans to meet with a sjm representative. No further information is available at this time.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.